Event description:
Customer reported with problem on elevator wire broken and angulation issue. The problem found during an unspecified procedure. Representative performed onsite visit and check the equipment and found the elevator k-wire was broken and observed low angulation in all direction. Knob was loose and light device recommenede to sent for detailed inspection and repair. There was no patient harm , no user injury reported. Device evaluation of the returned subject device found the forceps elevator has foreign material.

Manufacturer narrative:
The subject device was received and evaluated. Device inspection and evaluation found forceps elevator has foreign material. In addition, upon inspection, service repair noted forcep raising angle does not meet the standard value due to cut on k-wire. Free play in all directions and low angulation in the left direction. The customer reported issue of broken k-wire and angulation problem confirmed. Additionally, the following findings during device evaluation noted below: adhesive on a-rubber is detached. Connecting tube has a scratch. Connecting tube has a cut. Connecting tube has a wrinkle. Ig protector has a scratch. Grip has a scratch .s-cover has discoloration. S-cover has a scratch. S-cylinder is shaved. .w2 (switch) has a scratch - control unit has a scratch .- universal cord has a scratch - universal cord has discoloration. S-connector has discoloration. S-connector has a dent. Lg (light guide) cover glass has a scratch . Universal cord is deformed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the investigation, possible causes for the reported issue may include: insufficient reprocessing around forceps elevator by the user. A definitive root cause cannot be identified. This issue is covered in the instructions for use: manual cleaning: brushing around the forceps elevator and instrument channel outlet. Precleaning: if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope. Olympus will continue to monitor the field performance of this device.

Event description:
This report was submitted for the reportable malfunction found at estimation / device evaluation (forceps elevator has foreign material).

Manufacturer narrative:
This report is being supplemented to provide additional information based on customer response to follow up. Communication with the customer, the following information conveyed : the procedure performed at the time of the event was an endoscopic retrograde cholangiopancreatography (ercp) stenting. The intended procedure was completed using a similar device. No further information provided. Supplemental report(s) will be submitted should any relevant new information is available and or received.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer's contact information and facility registration number. The facility registration number is 9610595.